Manufacturer narrative:
A siemens field service engineer(fse) was at the customer site. The fse replaced the luminometer cover and base pump on the instrument. The cause of the discordant result was determined to be a failure to re-calibrate and redo qc on the system after the repair was completed. The system was re-calibrated and qc was run. The samples were re-run and corrected results were reported out. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant sample result for testosterone was obtained on an advia centaur xp instrument. The patient sample was repeated on the same system and the corrected result was reported. There were no reports of adverse health consequences or known patient intervention due to the discordant result.